Event description:
It was reported that the 9800 sys had a filament regulator error message during a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The filament drive board was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.